Event description:
It was reported that the micro sagittal saw heated up. Attempts to obtain add'l info were made, but were not successful.

Manufacturer narrative:
Visual inspection revealed the cable would not fit on the handpiece. The blade mount, rotor assembly, press plug, motor, and spacer washer were discovered to be worn and were replaced.